Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing; no faults were found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013 in the morning, the patient reported the alleged issue first occurred. The patient reported using oral medications with diet and exercise to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine. The patient reported 2 days later on (B)(6) 2013, she developed symptoms of "blurry vision, and tingling in her right foot." The patient reported on (B)(6) 2013 she had something less to eat or drink than usual. At the time of troubleshooting, the cca confirmed the meter's battery needed to be replaced however the patient did not have a new battery available. The cca also noted there was no misuse of the product and this was not the first time the subject meter had been used. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test his blood sugar due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged issue occurred.